Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21065203, d.4. Medical device expiration date: 3/7/2024, h.4. Device manufacture date: 3/6/2021, d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 12/7/2021, h.6. Investigation: one 20039e7d product was received in opened packaging from lot 21065293. No connecting products were received. Functional testing involved connecting the received sample to a 50ml bd plastipak syringe from stock; fluid was flushed through and no occlusions or flow restrictions were observed. The piston of the smartsite opened upon connection to the syringe. A review of the production records for lot 21065293 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: according to the user there was no possibility of adding liquid during the endoscopy.

Event description:
It was reported that the bd alaris smartsite extension set experienced flow issues, and was clogged. The following information was provided by the initial reporter: according to the user there was no possibility of adding liquid during the endoscopy.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 2165203 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.